Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Summary: the complaint is confirmed for one (1) of one (1) returned roi-c cage (pn mc1342p) for the failure of fracture during implantation. Medical records were not provided for review. Potential cause root cause was unable to be determined. This event could possibly be attributed to impaction while the anchoring plates were note properly aligned, or due to hard bone requiring more force during impaction. Complaint history: complaint history search is covered under etm-00425. DHR review and related actions per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that during the procedure the cage was found to be damaged and had to be removed. An alternate cage was implanted to complete the case. There were no reported patient impacts or surgical delays.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure the cage was found to be damaged and had to be removed. An alternate cage was implanted to complete the case. There were no reported patient impacts or surgical delays.